Event description:
Customer reported they felt the output of the vaporizer was inaccurate. There was no reported pt injury. Investigation/conclusion: see attached med device advisory notice, dated may 9, 1995, and reminder notice, dated june 16, 1997. Additionally, according to ohmed'a records, this unit has not been serviced since its MFR date of 1993. Ohmeda recommends tec 5 vaporizers be returned every 3 yrs for routine maintenance and calibration, as stated in the tec 5 operation and maintenance manual.